Manufacturer narrative:
Hp pump, two cylinders, rear tip extender and reservoir was returned for eval. All components were received detached. With the exception of tubing exiting cylinder and outlet #1, all distal tubing ends had markings indicating contact with sharp instrument such as scalpel or scissors. Testing of returned components revealed no functional abnormalities, although due to lack of/insufficient tubing length, some portions of testing procedure for pump were not possible. Microscopic examination of device reveals that the distal end of tubing exiting cylinder #1 and tubing remaining within connector attached to tubing exiting the serialized outlet, revealed markings characteristic of stress(s) induced rending. Distal end of tubing exiting cylinder #1 was also flared, had uniform impression and indentation markings, and had thinned walls. All of these characteristics are consistent with the distal tubing end having been attached to a connector. Abrasion was also noted on all three tubes exiting pump, which depicted by pattern represented, indicates tubes were overlapped for an extended period of time. Partial separation is also noted in inlet tubing adjacent to strain relief of reservoir. This site does not leak, but does have markings characteristic of stress induced rending based on testing and microscopic examination, quality assurance concludes the exhaust tubings were overlapped and abrading against one another for extended period of time. This in conjunction with connector induced material fatigue and device usage over time could have contributed sufficient stress(s) to rend tubing at noted leakage site in exhaust tube exiting serialized outlet. This site would have allowed loss of fluid and rendered device inoperable. However, because there was no info provided indicating what factors may have contributed to report of device being "no longer functional," quality assurance is unable to determine whether or not the tear occurred prior to, or during, removal of device therefore whether or not tear is related to reported event.

Event description:
Per the info provided to co by the physician's office. The device was removed due to "malfunction." As reported to co, the entire device was removed and replaced with another model prosthesis, produced by the same MFR.